Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 545mg/dl, 373mg/dl, 229mg/dl, 240mg/dl, 271mg/dl and 203mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.